Event description:
The company received a report where it was claimed that the user is experiencing issues with the locking mechanism between the inner and outer cannula. The reported confirmed that recannulation has not been performed because the tube is still in use at this time but suggested extubation and recannulation of a replacement tube will take place.

Manufacturer narrative:
The sample associated to this report is not available for investigation at this time. Additionally, the lot number provided is missing a digit. Attempts have been made to collect the correct lot number associated to the sample with no response as of today. The reported customer complaint cannot be confirmed since the sample has not been returned for evaluation however, manufacturing has initiated a CAPA for the reported issue.